Event description:
It was originally reported by distributor that the flow sensor socket was missing the insert. During the investigation of the returned ventilator, it was confirmed that the flow sensor socket was intact and no missing parts or physical damage was observed. However, during the investigation, it was found that the touch screen was unresponsive intermittently. There was no pt involvement in this case.

Manufacturer narrative:
Evaluation summary. The returned visually inspected. There were a few scruffs but no evidence of improper handling, missing parts or physical damage. During the functional test, it was observed that lcd screen was unresponsive when it was touched. The ventilator was cycled on and off intermittently unresponsive. Dynamic signal probing of the single board computer with the cover of the ventilator was removed and inspected. It was found that the reset pin was at a random state at the time the board was touched. The ventilator was cycled on and off multiple times and the touch screen was intermittently unresponsive. Dynamic signal probing of the single board computer with the cover of the ventilator was removed and inspected. It was found that the reset pin was at a random state at the time the board was powered up resulting in a lock up of the lcd touch screen. The touch screen issue was corrected with a software change that would initialize the reset signal to the proper state at power up enabling the touch screen controller to function properly. The ventilator will be returned to the customer after repair.